Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective/poor patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera iii video system center as it was producing an image with noisy present that while preparing for a procedure. According to the initial reporter, two different scopes were tried, and the issue persisted with both. There was no patient harm reported from this event. During the device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image produced during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. When the image was present, it was dark and noisy. However, the image was also not produced at all at other times during testing. A defective video socket was found and could possibly be responsible for both the reported failure mode as well as the lack of image noted during the evaluation. Additionally, the housing was found scratched and discolored. The power switch and software will require updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.